Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The device was started and passed all testing. The delivery accuracy was within specifications.. The reported event could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a volume test of the device failed. There was no patient involvement reported.